Manufacturer narrative:
Review of applicable device history records did not find any indication of deviations or nonconformances that may potentially cause or contribute to the adverse event. Infection is a known and inherent risk to surgical procedures.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2023 to treat foot pain by targetting the sural nerve. On (B)(6) 2023 the patient contacted a nalu representative with a photograph of the incision site. The photograph was sent to the implanting physician for review and was assessed to be red and inflamed. Patient was prescribed oral and topical antibiotics to treat infection and is pending local irrigation of the incision site.